Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no physical damage noted on the device. Event log history was performed and indicated that "starting ll0", "error 1870" and "power down" were recorded in history. During analysis, error code 1871 was able to be duplicated during motor run test. It was noted that a faulty motor was the cause of the reported issue. Service replaced the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "error 1871". No patient was involved in this event. No adverse effects were reported.